Manufacturer narrative:
Device evaluation of the charger and battery is underway. The reported problem (battery and charger burned) has been confirmed. The charger and battery were both received with burn damage. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Root cause investigation is currently underway. No adverse event resulted from the damaged charger and battery.

Event description:
A patient reported that that the charger and battery caught fire.